Event description:
It was reported that the device indicated a device malfunction and the auxiliary alarm sounded. The evita was put out of use. Initial on-site review of the logbook identified a reboot of the unit during operation. No patient health consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was based on reported event and logbook analysis of the affected evita v500 with serial number (B)(6). In addition, the unit was investigated with the assistance of dräger technical support and repaired and tested according to manufacturer specifications. Analysis of the provided logbook at the manufacturer's site and by technical support revealed that the ventilation unit had restarted as reported. After successful restart, the alarm message "ventilation unit restarted" was issued on the cockpit. However, this did not succeed in reestablishing the communication connection between the cockpit and the ventilation unit. Consequently, the alarm message "device fault (3)" was output via the cockpit and the auxiliary alarm via the ventilation unit. According to the logbook, ventilation was continued but the ventilation parameters were not displayed on the cockpit. The user then paused the alarms and switched off the device. The reason for the one-time restart of the ventilation unit and the subsequent alarm "device malfunction (3)" was a faulty cf card on the m16.2 circuit board (therapy control unit). For safety, the ventilator's software continuously analyzes and verifies correct device operation. In the event that the safety software of the ventilation unit requests a warm start, the emergency valve is opened against the environment to allow the patient to breathe spontaneously. After a successful warm start of the ventilation unit, the alarm message "ventilation unit restarted" is emitted with an accompanying acoustic alarm tone sequence. In the event of a communication problem between the cockpit and the ventilation unit, an alarm message is output on the cockpit and the auxiliary alarm of the ventilation unit is activated. Ventilation parameters continue to be displayed via the oled display. The unit behaved as specified and alarmed accordingly. The m16.2 circuit board, as well as the cf card inserted on it, were successfully replaced by dräger service on site. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device indicated a device malfunction and the auxiliary alarm sounded. The evita was put out of use. Initial on-site review of the logbook identified a reboot of the unit during operation. No patient health consequences were reported.